Event description:
It was reported while using bd¿ needle 5/8 in. Single use, sterile, 25 g the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter: a broken syringe needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field.investigation summary:it was reported a staff member was stuck by a broken needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and two photos were provided for evaluation by our quality team. The needle is bent, and the tip is through the plastic shield. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the recapping by the customer inducing the defect reported. A device history record review was completed for provided material number 305122, lot 1273662. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.